Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient's sibling stated the went to the emergency room due to inaccuracy. The sibling was reportedly unable to provide information since she was not with the patient at the time of the event. There was reportedly no information about either the bg meter reading or the cgm reading on (B)(6) 2025. Multiple attempts were made to the patient for additional event details; however, contact was unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.